Event description:
The complaint received states the powerflex p3 balloon had deflation difficulty during the procedure. There was no pt specific info available. The target lesion was side unspecified femoral artery described as moderately calcified and mildly tortuous, the rate of stenosis was not reported. There were no anomalies reported for the prep, insertion or tracking of the device. The balloon catheter was noted to have been in an acute bend at some point during the procedure. An indeflator was used but the manufacturer was not reported. There was no info regarding contrast to saline ratio. The balloon was inflated to 10 atm for 60 seconds. Per the account, "the balloon did not deflate well", multiple attempts to gain more info have been unsuccessful. The product was not returned for analysis. Ther eis no report of injury to the pt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well. The complaint of balloon deflation difficulty could not be confirmed due to no product return. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the limited amount of info does not lead to a clinical conclusion regarding a relationship between the device and the reported event.